Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The cryosolutions 4pk cartridge (33517) was not returned for evaluation after three good faith effort (gfes) attempts were made. Lot number information has been provided; device history records (DHR) was reviewed, and no abnormalities related to the reported issue were identified. Additional investigation by the product legal manufacturer found that this lot of cartridges was affected by a valve that may open prematurely. The reported complaint is confirmed. The legal manufacturer has provided a safety advisory and instructions for use (IFU) updates which have been distributed by integra to affected customers/distributors as part of a voluntary correction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that they were unable to successfully attach the cryosolutions 4pk cartridge (33517) to the control mechanism without gas leaking out. The o-rings appeared to be properly in place. The event occurred before attempting a procedure on an animal patient. No adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, d9, h2, h11 corrected field: h9.